Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection and sepsis. Reportedly, the patient arrived at the hospital with a pimple-like appearance on the incision's corner, was brought to the laboratory, and was found to be deep and tracked. The patient had positive blood cultures, and the device was recommended to be removed. No additional adverse patient effects were reported. The crt-p was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection and sepsis. Reportedly, the patient arrived at the hospital with a pimple-like appearance on the incision's corner, was brought to the laboratory, and was found to be deep and tracked. The patient had positive blood cultures, and the device was recommended to be removed. No additional adverse patient effects were reported. The crt-p was explanted.